Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their leads removed for procedure access while undergoing a revision fusion surgery procedure. A battery plug was placed for a later replacement procedure. Subsequently, the neurostimulator was removed to have an MRI performed because of new pain symptoms post-fusion revision. The "MDR" showed hip ligament tears which were causing this new pain. Additional information was requested.